Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: b3: unknown when asd occurred. D9: complainant part is not expected to be returned for manufacturer review/investigation. D10 concomitant therapy date (B)(6) 2020. E1: initial reporter is j&j company representative. H4: device history. A manufacturing record evaluation was performed for the finished device. Product code: 179702000. Lot number: 257899. It was electronically reviewed and no nonconformances / manufacturing irregularities were identified during the manufacturing process. The product was released on: 30-oct-2019. Manufacturing site:jabil le locle. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in japan as follows: it was reported that this was an original unknown surgery occurred (B)(6) 2020. Post-operatively on an unknown date, adjacent segment disease (asd) occurred. A revision surgery occurred to extend fixation and remove hardware on (B)(6) 2023. The sfx cross-link was removed. Set screw and rod were removed. Of the screws in l3-5, only l3 and l4 screws were removed. (Bone fusion was completed) l5 screw were preserved. S additional screw of 7.0-45mm diameter was inserted. L5-s tlif was performed.(cage was other company¿s product.) Sfx cross-link was placed, and the final tightening was done. This report is for one expedium spine system single inner set screw 5.5 for (B)(4). (B)(4) are linked. Additional impacted products are captured for the event.